Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard but telemetry had not yet been performed. The pump started making noise on (B)(6) 2015 and the sound that was used to describe the noise was consistent with a critical alarm. The patient was complaining of more pain than usual, to the point where it was really unbearable. The patient's physician had moved and needed a new one. The patient last saw their physician about 7 months ago and now when the patient tried to contact him, the number had been disconnected. It was noted that the pump was infusing "something like morphine" but the patient did not know exactly what medication was in the pump. Additional information reported that the patient was in a long term facility. They were actively seeking a physician to manage the patient's pump as the patient's pump was empty and alarming. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)